Event description:
On (B)(6) 2013 the reporter, the patient's mother, contacted animas and alleged that for the past month, the patient has had blood glucose (bg) levels over 500 mg/dl with nausea, vomiting, and ketones. The patient has vomited eight times yesterday. Current bg is 240 mg/dl with ketones. The mother is refusing to troubleshoot and wants to return pump. The patient has discontinued pump therapy at the time of the call and is on a backup plan. This complaint is being reported due to the allegation that the patient has experienced hyperglycemia related to an unspecified pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.